Manufacturer narrative:
Date of event: unknown. This report is for an unknown quantity of unknown 3.5 locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 a patient underwent hardware removal secondary to a fall that resulted in loss of internal fixation, infection and pain. Date of fall and onset dates of infection and pain are unknown. The patient was treated with antibiotics prior to surgery. The following hardware was removed: one 3.5mm locking compression plate (lcp) medial proximal, one 3.5 mm lcp plate six-holes and unknown quantities of unknown 3.7 cannulated locking screws, 3.5 mm locking screws, 3.5 mm cortex screws. There was no delay in surgery. No further patient harm was reported. The procedure was completed successfully. This report is for an unknown quantity of unknown 3.5 locking screws. This is report 3 of 5 for (B)(4).